Event description:
It was reported polyfusor bottle was connected to PICC line and patient accidentally tugged polyfusor line and PICC line migrated outwards. Polyfusor bottle disconnected. PICC line venous return and flushing. There was no delay in patient's treatment. Cxr confirmed PICC exchange required ¿ attended unit on 07/06/2024 for line flush and check venous return to prevent blockage ¿ line was fractured and PICC was removed. PICC sent for testing. Cut length on removal is same as insertion. PICC was inserted in the left arm. Secured with secureacath. PICC was inserted for omgd treatment. It was confirmed a new PICC was needed prior to next cycle of sact. There was no injury to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the molded suture wings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported polyfusor bottle was connected to PICC line and patient accidentally tugged polyfusor line and PICC line migrated outwards. Polyfusor bottle disconnected. PICC line venous return and flushing. There was no delay in patient's treatment. Cxr confirmed PICC exchange required ¿ attended unit on (B)(6) 2024 for line flush and check venous return to prevent blockage ¿ line was fractured and PICC was removed. PICC sent for testing. Cut length on removal is same as insertion. PICC was inserted in the left arm. Secured with secureacath. PICC was inserted for omgd treatment. It was confirmed a new PICC was needed prior to next cycle of sact. There was no injury to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported patient contacted help line on (B)(6) 2024, then arrived as walk in shortly afterwards. Polyfusor bottle was connected to PICC line and patient accidentally tugged polyfusor line and PICC line migrated outwards. Polyfusor bottle disconnected. PICC line venous return and flushing. There was no delay in patient's treatment. Cxr confirmed PICC exchange required ¿ attended unit on (B)(6) 2024 for line flush and check venous return to prevent blockage ¿ line was fractured and PICC was removed. PICC sent for testing. Cut length on removal is same as insertion. PICC was inserted in the left arm. Secured with secureacath. PICC was inserted for omgd treatment. It was confirmed a new PICC was needed prior to next cycle of sact. There was no injury to the patient. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total exinternal length of the catheter was 17cm (trimmed length not recorded- measured from exit site to needle free connector). It was inserted into the basilic vein, exit marking 3cm, and was secured with a securacath. PICC was being used for oncology treatment (omdg chemo regime"). It is unknown if there was any intervention for occlusions with this PICC. The leak was identified: polyfuser attached to PICC, accidental dislodgement PICC migrated and needed exchange, line fractured upon flushing; visible hole/fracture outside the patient (at exit site or on external part of PICC), the leak was outside of the patient but it is unknown at what marking. PICC was inserted (B)(6) 2024 and the incident occurred (B)(6) 2024. Xray showed dislodgement prior to leak identified. Catheter site was cleaned with chloraprep (3ml 2% chg 70% ipa). No additional comments.